Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a having a high blood glucose of 400 mg/dl. Customer was calling with transmitter issues. No further information provided in regards to high blood glucose.